Manufacturer narrative:
(B)(4). Device manufacture date: the device manufacture date is unavailable (B)(6). The manufacturing location is currently not available. The device manufacture date is currently not available. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from france that the compact air drive device had lack of power and the test bench failed. During the pre-repair diagnostics assessment, it was determined that the motor power was too low and the device had lack of power. It was further observed that there was oil and water in the engine. It was further determined that the device failed for check starting behavior, check triggers for forward/reverse mode, check for untrue running, check for excessive noise and for check the power with test bench. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.